Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was not reported. The patient was hospitalized at the time of death. It was unknown if pd therapy was ongoing while in the hospital. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device history found that the device was no longer in its original manufactured condition. No nonconformities, failures, rework or deviations that would cause or contribute to the reported problem during the device history review. The review of service history did not identify any previous servicing events that could have contributed to the reported issue of patient passing away. Review of the device logs did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. A visual inspection was performed with no issues found. The power on self-test was successfully performed. One hour simulated therapy was successfully performed. The device passed all check and calibration tests successfully during service. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.